Event description:
It was reported by the patient that the "phone cord" no longer stayed in the side of the remote monitor and stated that this was keeping the monitor from getting power to it. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that a connector was loose or detached.

Event description:
It was reported by the patient that the "phone cord" no longer stayed in the side of the remote monitor and stated that this was keeping the monitor from getting power to it. The monitor was replaced. No patient complications have been reported as a result of this event. It was reported that the phone cord is not staying plugged into the side of the remote monitor and the monitor is not getting any power. The monitor will be returned and a new one is ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Preliminary analysis shows the device failed incoming visual/functional check and the power connecter is broken off. Further analysis is in progress.